Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump screen is 'fuzzy' and difficult to read. The customer¿s blood glucose level was unknown. Customer reported that she screen is 'fuzzy' and difficult to read, and also that the piston is 'loud' and that it beeps more than expected. Customer ran a selftest and passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit display properly. No fuzzy, flash or missing segment/partial display anomaly noted. Unit motor function properly and no loud or beep anomaly noted during testing. Unit was received with normal operating currents and passed self-test, unexpected restart error test. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corners and stained address/serial number label.